Event description:
Allegedly, the component broke intraoperative and added an hour to surgery time.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.